Event description:
The doctor noticed fracture on leads distal portion. The doctor replaced the lead. It is currently unclear if the lead was explanted or capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, the inner conductor coil was found bent between the ring electrode and the lead tip. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular the electrical analysis did not show any peculiarities. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to mechanical forces applied during the attempted implantation procedure procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.